Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the deployment button was broken. It was reported that the deployment trigger was loose and was moving without being touched. The leadless ipg was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra delivery system] product ID [mc2avr1] (serial: (B)(6)). D9: yes, return date: 2025-09-12 > h3: yes, fdm b01 fdr c07, c13, c0706 product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the bond of the inner boss of the delivery system released from the inner shaft. The lumen of the delivery system was torn. There was a deployment issue with the delivery system. The inner boss of the delivery system was loose. The delivery system tether was frayed. The delivery system tether was broken/cut/pulled apart. The delivery system inner shaft was mechanically kinked/bent. The articulation of the delivery system was out of plane. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: product ID# mc2avr1 the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.